Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been updated with this report.

Event description:
It was reported via phone call that the customer's blood glucose was 402mg/dl. Customer made an attempt to threat with insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery during bolus. The patient's blood glucose at the time of incident was 388 mg/dl. Troubleshooting was declined for the high blood glucose and no delivery alarm. No products were returned and two replacement infusion sets were shipped to the customer.